Event description:
Revised due to groin pain.

Manufacturer narrative:
(B) (4). Evaluation summary: the devices were in-vivo for approximately 2.5 years. No manufacturing lot information was available for manufacturing evaluation for the versys ha/tcp porous femoral stem. The devices were unavailable for evaluation and the device conditions are unknown. The mating acetabular shell is unknown, and its condition is also unknown. The surgical notes from the primary surgery and from the revision surgery are unavailable, and it is unknown if the components were implanted as according to the surgical technique. X-ray images post-primary surgery and from successive patient visits are unavailable. Patient height, weight, and activity level are unknown. Due to lack of sufficient information, the probable cause of pain is unknown. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened zimmer, inc considers the investigation closed.